Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 461 mg/dl. Customer was in the auto mode during the high blood glucose value and they declined to troubleshoot for the high blood glucose value. Customer also stated sensor had inaccurate readings that triggered threshold suspend alarm however insulin delivery was not suspended due to sensor glucose value. The insulin pump will not be returned for analysis.